Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement computer shipped to site 06/27/2016. No parts have been received by manufacturer for analysis. On 06/27/2016 a medtronic representative performed an imaging system check-out, system inspection and cable grade areas passed. Mechanical test failed and the imaging modalities test failed. The imaging system computer failed to boot-up, no application controlled function was working. On 06/28/2016 a medtronic representative performed an imaging system check-out, all areas passed. Computer replaced. System configuration files installed. System functions tested. Issue resolved. System performed as intended.

Event description:
A site biomed representative reported the site's imaging system became unresponsive and the computer was not booting properly. No further details regarding the behavior were provided. There was no patient present when this issue was identified.